Event description:
It was reported via australian distribution site that the packaging of the bur was damaged. It was also reported that the bur was not used on a patient.

Manufacturer narrative:
The device subject to this investigation was returned to the MFR for eval. It was visually confirmed that the packaging had been damaged. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.